Event description:
Additional information was received from a rep on (B)(4) 2017. The rep stated that the fall and change in stimulation occurred on (B)(6) 2017. The rep met with the patient on the day of the report. Impedances were normal and the patient was reprogrammed and was receiving very good stimulation. The patient walked around the room right after reprogramming and the patient was getting good stimulation with no changes in stimulation. The patient was very relieved about the impedance check because the patient thought the fall maybe messed up their stimulation. It was noted that the patient prefers to have manual stimulation. The patient had x-rays taken which were normal. The rep stated that the cause of the fall was that the patient tripped and fell on their buttock at work. The patient turned their device off after the fall, but the rep turned it on and reprogrammed which resulted in good coverage for the patient. No further complications were reported/are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient who was implanted with a neurostimulator for spinal pain and failed back surgery syndrome. The patient reported a change in stimulation related to their fall at work. A rep would be seeing the patient on (B)(6) 2017 at 2:15pm. There were no interventions/actions taken at the time of the report and the issue was not resolved, but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth . If information is provided in the future, a supplemental report will be issued.